Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the position of the ventilator's touch panel is misaligned. There was no patient or user involvement.

Manufacturer narrative:
Date received by manufacturer: 25jun19. Date of report: 07aug19. The manufacturer¿s international service technician evaluated the unit. The service technician calibrated the touchscreen and the problem was resolved. No other repairs were performed and the ventilator was returned to service. No parts were replaced so no parts are expected to be returned for failure investigation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.